Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for degen disc disease/herniated disc pain and spinal pain. It was reported that the patient's ins was 'shorting out' and that they were feeling a jolting sensation when they turned their stimulation on and then it would be fine. The patient was redirected to their hcp. No further complications were reported.